Manufacturer narrative:
Age at time of event under 18 years.

Event description:
It was reported that the device detachment occurred. During unpacking of an opticross imaging catheter it was noted that part of the device was detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A2 age at time of event under 18 years. Device evaluated by MFR.: the device was returned for analysis. It was observed the tube telescope female detached from the anchor-seal with evidence of adhesive in the anchor-seal. Additionally, a kink was found in the telescope assembly.

Event description:
It was reported that the device detachment occurred. During unpacking of an opticross imaging catheter it was noted that part of the device was detached. The procedure was completed with another of the same device. No patient complications were reported.